Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Three waveone gold primary files 25mm have been returned in loose. The files are all broken at the tip of the active part (fatigue x2; torque + fatigue x1). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a waveone gold file broke during use. Part of the separated piece was not retrieved and was incorporated into the filling. No injury resulted.